Event description:
Information received by medtronic indicated that the transmitter was not connecting to the insulin pump. The customer also reported insulin pump had hardware low level failures alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump had delivered 3 units fill cannula without alarms. The customer was not able to perform displacement test. The insulin pump had a clear retainer ring. The customer will discontinue using the device. The transmitter will not be returned and insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.